Event description:
An 8f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). The device was successfully deployed with no complications. The next day, the pt experienced pain and had a hematoma at the puncture site. An oral antibiotic was prescribed, but there was little symptomatic improvement. The hematoma grew to the size of a volleyball. Five days later, the puncture site was filled with hardened pus. A blood culture revealed that the pt was infected with (B)(6). A surgery was scheduled to be performed under general anesthesia. Add'l info was requested but was not available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.